Manufacturer narrative:
The customer¿s report that the returned pump module had alarmed with an error message during an infusion was confirmed. Physical inspection of the device noted functional issues that may have contributed to the reported incident. Review of the pump module event log indicated the device was attached to pcu sn (B)(4) and was powered on (B)(6) 2015 at 01:05pm. The air in line (ail) parameters were recorded as ail single bolus limit at 250ml with the accumulated ail feature enabled. On the reported incident date, an infusion was started at 04:26 am at 10ml/h with a vtbi of 10ml. A channel error code 222.4050.0 (safety processor detected excessive air in line) was recorded in the error log at 05:08am. There were no ail alarms recorded prior to the channel error event. The pump module ail assembly was tested and was found to be detecting air within specification with no anomalies observed. The root cause of the customer's experience could not be identified.

Event description:
The customer reported a channel error and device shut off during patient use. Initially there was no report of patient harm or medical intervention, and no additional information was made available by the customer; subsequently received a copy of the customer's medsun report which states: "alaris carefusion IV pump alarmed/failed with error message to reconnect channel while infusing levophed and protonix drips to patient. The pumps were not being manipulated or adjusted at that time, and, prior to alarm, had been infusing without problem or error for several hours. A new pump and channels were brought immediately to the bedside and drips were changed to the new pump. Pump/channels sequestered. Biomed was called. In the 5 minutes it took to resume levophed, the pt did become more hypotensive and dose increased. Device is out to the manufacturer for evaluation."